Event description:
A patient underwent aaa repair on (B)(6)2009. After the distal trigger-wire was removed, the top cap pushed off, the contralateral gate cannulated and the contralateral leg was placed and the physicians returned to the ipsilateral side to finish deployment. The ipsilateral limb was fully deployed and the physicians went to remove the proximal trigger-wire. The physicians fully removed the thumbscrew and the proximal trigger-wire would not come off. It didn't budge. Both doctors tried to pull it off. After numerous failed attempts by both physicians there was an audible popping sound and the trigger-wire came off. The current status of the patient is unknown.

Manufacturer narrative:
(B)(4). The development of the zenith device followed successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with a instructions for use (IFU) describing the indications for use, contraindications, warnings & precautions, the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce failure mode from occurring and/or reduce the probability of the worst case severity occurring. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring form this failure mode. Cook incorporated quality control procedures ensure proper alignment and placement of trigger wire for respective product. As mentioned above, the failure mode that occurred on this device is: difficult to release. An identifiable root cause could not be detected. We will continue to monitor for similar incidents. The associated risk level will not increase as a result of this compliant. No updates to the risk analysis are required at this time.